Manufacturer narrative:
The customer¿s report of leaking from the filter was confirmed. No anomalies were observed with the set during initial visual inspection, or microscopic inspection of the set. Functional testing was performed; upon priming small droplets were noted to be leaking from both the top vent and bottom vent of the 0.2 micron filter. The root cause of the leak was oversaturation of the filter which causes the infusate leak/weep out through the path of least resistance (filter air vent).

Event description:
The customer reported that the tubing leaked from the filter during an infusion of chemotherapy (vp-16, vincristine, doxorubicin). The leak was from the circular vent holes. The leak occurred less than 72 hours after the start of the infusion. No patient or user harm was reported.

Manufacturer narrative:
Concomitant medical products: meritmedical dualcap (disinfecting cap), light blue (female) (qty 3). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested.

Event description:
The customer reported that the tubing leaked from the filter during an infusion of chemotherapy (vp-16, vincristine, doxorubicin). The leak was from the circular vent holes. The leak occurred less than 72 hours after the start of the infusion. No patient or user harm was reported.